Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional assessment confirmed the pump was defective, establishing a relationship with the reported event. This is due to the reported leaking fault and the tubing being kinked. The root cause has been confirmed as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the device shown message device failed, please return. No harm or injury reported.